Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that a transient ischemic attack (tia) occurred. The patient underwent a left atrial appendage (laa) closure procedure in (B)(6) 2015. A 27mm watchman laa closure device was deployed and released with no recaptures performed. A complete seal was noted and the device was placed distal to and spanned the entire laa ostium. In (B)(6) 2016, the patient presented to the emergency room and was subsequently hospitalized. The patient experienced a tia. Medication was administered or the regimen adjusted. The patient was discharged after 8 days and the event was considered resolved.

Manufacturer narrative:
Describe event or problem, other relevant history: updated. (B)(4).

Event description:
It was further reported that the ambulance crew noted babbling language and arm paresis on the day of the event between 1-3pm. The arm paresis was still present at admission. During the investigation, dysarthria was discovered, but it was completely regressive. The tia was in the mediastromic region on the right with vhf and clear cerebral microangiopathy. During neurological evaluation prior to release it was reported the patient was alert and oriented; right-handed; no aphasia; slight dysarthria, no pseudomeningitis, no signs of nerve stretching. Given the patient's condition at that time and fully regressing symptoms, the patient was released from the hospital to another care facility for further treatment.